Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside the barrel.

Manufacturer narrative:
Investigation summary: DHR- we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 24th - 25th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8127719 (may 7th ¿ 14th, 2018) and in lot #8141661 (may 21st ¿ 28th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8128591, #8119953, #8142763, #8135533, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8128595, #8119957, #8142767, #8135537 and no problems, defects or qn related to the reported issue were found. We have been provided with the affected sample. After the evaluation of the returned sample and picture, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside the barrel.